Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times. On the third recapture the handle of the delivery catheter system (dcs) separated. The capsule was closed to 2/3 before the separation occurred. The actuator was able to be snapped back together and the was able to recapture the device. The dcs and valve were removed from the patient and a new valve and dcs were used for implant. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA's 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs. This is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with a valve loaded in the dcs, visual analysis showed the handle was not intact. The actuator components were received slightly separated but remained on the device. The device was returned with the end cap/screw gear snap fit connected. The device was received with the capsule fully closed and slightly over captured. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. During the attempted retraction of the capsule, the capsule bent from the proximal end of the capsule. The actuator components fully separated during the attempted retraction of the capsule. Tab 3 of the male actuator component was separated from the actuator. A hairline crack was observed on tab 4 of the male actuator component. The valve could not be removed from the dcs. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The dcs was returned to medtronic for analysis with the valve in the capsule. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. When the capsule was retracted, the capsule bent. The dry valve inside the capsule most likely resulted in the friction leading to the capsule bending during analysis. The device was received with the capsule slightly over captured. The device instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. The actuator components were received slightly separated but remained on the device. The actuator components fully separated during the attempted retraction of the capsule. The snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.